Event description:
Director of biomed's (db) call was transferred to corporate product surveillance on 02/10/09 by a baxter customer services representative to report one flo-gard 6301 dual-channel volumetric infusion pump for which an over infusion of unspecified morphine was detected during infusion on a female patient in 2009. The admitting diagnosis was eurosepsis. The db stated that the patient passed away the next day, but that the cause of death is unknown, and is not alleged against the pump. There was no other pump in use at the time of the incident. The db stated that channel 1 on the flogard was set up with a 100ml bag of morphine programmed to run at 2ml/hr with a volume to be infusion (vtbi) set at 98ml. Channel 2 was set up with a 1000ml bag of dextrose 5% programmed to run at 75ml/hr with a vtbi of 1000ml. The morphine bag was set at the same height as an antibiotic bag (unspecified), which were both set higher than the dextrose bag. The db stated that the two channels were connected together piggy back-like. About 2.5 hours after starting the infusion, an air in line alarm went off and the floor's nurse manager went into the room. The display for channel 1 indicated a rate of 2ml/hr and that there was 92ml still to be infused. However, the morphine bag was noted to be empty. The dextrose bag still had approximately 650ml left and had infused correctly. Per the db, the patient was over infused at a very fast rate and the bag should have taken 50 hours to be emptied. The db stated there were no leaks detected on the tubing and that it was believed that a family member may have drawn the morphine out of the line. The db stated that he ran the pump, one channel at a time at 2ml/hr, 50ml/hr, and 100ml per hour and stated that each time, the output was correct. The db also stated that the battery was checked and it was fine, as well as the latches on the pump. The floor's nurse manager (nm) indicated that prior to the incident, the patient was not alert and was comatose due to co-morbidities. The nm confirmed all the facts the director of biomed provided and added that when she entered the patient's room upon hearing the air in line alarm, she noted the tubing was placed properly and the programming was correct. The nm also stated the pump's door was locked properly as well. She also indicated that the dextrose was running directly into the patient's arm at the needle site, while the morphine was piggy-backed into the bottom y-site of the tubing and was running at the same time as the dextrose. Both infusions were running through the pump. The nm noticed that there was air from the morphine bag down the tubing, through the eye of the mechanism, and to the "free-flow" blue clamp. The nm did indicate that the dextrose chamber was appropriately filled. The nm stated that the patient's respirations were slow and that one dose of .4mg of narcan was administered, after which, the patient's respirations increased and the patient became restless as she was in pain due to the morphine being cancelled out by the narcan. The nm indicated the cause of death was heart failure. No autopsy was performed and no death certificate is available. The nm indicated that she is not aware of any pending litigation and declined an on-site visit. No further information is available.